Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event eas reported by a customer from USA: "the wall warts for the sapphires are on back order, and we have 3 bad ones. Delay in therapy: unknown. Need for medical intervention: unknown." Additional information was received on nov.11th, 2015: " kindly acknowledge no patient was involved or harmed as a result of this complaint. &#63502;no harm. Which part of the power supply is broken, the plastic part which connects to the pumps power socket or the pins connected to the wall outlet? Power plug blades fell out, not the assembly, the blades stayed in the outlet." After re-evaluated before closing, the event marked as reportable on (B)(6) 2016.